Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 37mm proximal of the weld site. The proximal section of j stiffener measures approx. 50mm and has migrated down lead body approx. 63mm proximal of weld tip site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm.

Event description:
Device analysis is provided.